Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an unspecified alarm. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an unspecified alarm was confirmed by service as failure code 94, which occurred during power up of the device. Service determined that the cause was due to defective main battery. The device will be returned unrepaired.